Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the quantity of needles that broke during this single procedure? Did the needle break at the tip or at the body? Did a piece of the broken needle fall inside the patient? If so, was it retrieved during the same surgical procedure? Were there any patient consequences? How was procedure successfully completed? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an ent procedure on (B)(6) 2021 and suture was used. The needle broke during the procedure. No adverse patient consequences were reported. Additional information was requested.